Event description:
It was reported that 2 of the bd autoshield¿ duo pen needle was difficult to operate. The following information was provided by the initial reporter: it was noticed on several uses that there was insulin residue left in the needle after administering to the patient. This meant the patient was not getting the full dose of insulin on each occasion. Different nurses tried with same results to rule out individual technique. The patient's blood glucose started to become erratic after being stable for some time.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21apr2023. H6: investigation summary . A complaint lot history check was performed on lot # 2091874 for glucose level. This is the 1st. Related complaint for glucose level on lot # 2091874. Investigation summary: customer returned (62) unopened pen needle autoshield duo in a shelf carton from lot# 2091874.it was noticed on several uses that there was insulin residue left in the needle after administering to the patient. All the returned samples were visually examined and observed no damages. Functionality test was performed on 30 pen needles and observed proper flow of saline through the cannula without any issues. No issues to the needles of any kind was observed and all functioned as intended. Hence, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Unconfirmed: based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd autoshield¿ duo pen needle was difficult to operate. The following information was provided by the initial reporter: it was noticed on several uses that there was insulin residue left in the needle after administering to the patient. This meant the patient was not getting the full dose of insulin on each occasion. Different nurses tried with same results to rule out individual technique. The patient's blood glucose started to become erratic after being stable for some time.